Manufacturer narrative:
Complaint database was reviewed and analysis showed no trend for item/lot. This is the same event as 3010536692-2015-01891.

Event description:
Allegedly, patient was revised due to broken neck; xray also revealed no bone growth on cup - cup was revised.

Manufacturer narrative:
Additional information received from litigation on (B)(6) 2017. Updated information stated part was left in during first revision surgery. Updated complaint to: allegedly the patient was revised due to infection on (B)(6) 2016. This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a broken neck. Additional information received from litigation on (B)(6) 2017. Updated information stated part was left in during first revision surgery. Updated complaint to: allegedly the patient was revised due to infection on (B)(6) 2016.